Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked case at reservoir tube window corner. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll uncontrollably. Customer's blood glucose was 264 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.